Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During the procedure due to the difficulty to access through femoral vein, the sheath was deformed. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as disposed. It was further reported that the sheath was super bend from the entire shaft. The patient had an illness reported in his clinical history, was about the tortuosity of the veins. So, it was very difficult to access, the physician had to try through the left femoral vein and right.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation. During the procedure due to the difficulty to access through femoral vein, the sheath was deformed. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return as it was disposed.